Event description:
Event description cpi received information that this unipolar implantable pulse generator (ipg) system was explanted after the device exhibited myopotential oversensing, diaphragmatic stimulation, and phrenic nerve stimulation. The ipg was implanted in the abdomen. The lead was an epicardial, unipolar non-cpi lead. Both the ipg and lead were replaced. The new system was implanted in the left chest pectoral region.